Manufacturer narrative:
Section d4: the catalog number and UDI # were corrected, based on the returned product.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized while wearing the infusion device. On the day of the event the customer had a blood glucose result of 850 mg/dl. The user vomited and while trying to administer a correction bolus, she lost consciousness. The husband called an ambulance and she was transported to the hospital. The type of treatment provided by the emt's was not provided. At the hospital the customer was treated with antibiotics, apidra insulin, and lantus. The blood glucose results obtained at the hospital were not provided. The user does not know what caused her blood glucose levels to increase. The customer was hospitalized from (B)(6) 2024.